Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was attempted to be implanted within the hepatic duct of a patient during a stent placement procedure on an unknown date. According to the complainant, the indication for the procedure was to treat a blockage within a previously implanted wallflex rx biliary stent (manufacturer report # 3005099803-2012-02499) due to ingrown tissue. The patient's anatomy was reported to be tortuous and it was not dilated prior to the stent placement. During the procedure, a wallflex biliary rx uncovered stent was attempted to be deployed within a previously implanted stent; however, it was unsuccessful. The physician pushed very hard on the delivery system in an attempt to release the stent, but only a few millimeters were able to be deployed. Reportedly, the mid-section of the outer sheath became severely kinked and as a result, the stent could not be deployed. The physician subsequently reconstrained the stent onto the delivery system, and attempted to remove the device from the patient; however, the delivery system became caught on the implanted stent. The physician was able to release the delivery system from the implanted stent without any issue, and remove the device from the patient. The first stent remains implanted within the target lesion, and a second wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient is over 18 years old. The reported issue of stent delivery system difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.